Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About a month post implant, it was reported that the right ventricular (rv) lead had dislodged and the helix was retracted half way back into the lead. The rv lead was also exhibited high thresholds due to the dislodgment. It was noted that at the time of implant the helix was totally extended and in good position. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tis sue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.